Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: the patient information was unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while performing a l5-s1 tlif with perc screws the surgeon had difficulties with skive and screw placement. The biggest issue was with the anatomy and getting an appropriate screw to suit incisions and rod placement. They needed to re-spin and re-register for the final screw. This took 1 hour and 50 minutes instead of usual 40 mins. Imaging quality may have been part of the problem. Inferior skive risk was identified on right l5 screw but not much could have been done according to the surgeon due to anatomy. The right l5 screw skived. L5 was deviated between 3.5-10mm. The patient was re-registered then the screw was repositioned with the guidance system. After the second registration/spin, final shots were done and the screws were all okay. There was no impact on the patient outcome.